Event description:
A reported false positive advia centaur troponin ultra result was obtained by the customer on a patient sample and the result was questioned by the physician. The discordant sample was run on an alternate and original advia centaur system and the repeated test results were negative. There was no known report of patient treatment being altered or adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection and the cause for the discordant troponin result is unknown and being investigated. On a follow up visit, the fse replaced the following printed circuit boards, sequencer controller , pmt counter, and llc stepper on (B)(4) 2012. It was also noted that the customer observed an elevated troponin result of (0.111 ng/ml) on a patient sample just prior to the fse visit and the repeat results (0.0.52, 0.052 ng/ml) was lower when run on their alternate advia centaur system (irl 53250548). The customer will repeat elevated troponin results on their alternate advia centaur system (irl 53250548). No conclusion can be drawn.